Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu454520/12568686. Refer to field b6 for the results of the imaging evaluation the review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure with two conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. The patient had calcification in the iliac arteries. On (B)(6) 2014, the physician reported that the patient was experiencing spinal cord issues (an intra operative spinal drain was planned and implanted). The physician believes the cause of the spinal cord issue was the patient had previous aaa repair, most of the aorta is covered with endoprostheses.